Event description:
N/a.

Manufacturer narrative:
Certas valve (ID 828805) has been returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected and was returned with the siphon guard separated and needle holes in the needle chamber. The catheters were irrigated no occlusions noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested, leaked from the damaged silicone housing. The siphon guard was visually inspected, marks were noted in the siphon guard. The root cause for the for the cut/torn silicone housing noted during the investigation, could be due to a sharp or pointed object coming into contact with the device, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the marks in the siphon guard is due to a sharp or pointed object coming into contact with the siphon guard. The possible root cause for the occlusion issue reported by the customer, is probably due to the damage silicone housing, csf leakage and accumulating in an unintended part of the body.

Event description:
A physician reported a certas valve (ID 828805) was implanted via ventriculoperitoneal (v-p) shunt on (B)(6) 2022 with unknown setting. On (B)(6) 2023, obstruction was suspected, so the set pressure was changed to 1, but the ventricles did not shrink. On (B)(6) 2023, the valve was removed, and a valve of another company's product was implanted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.